Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that "the lead is not working right." Follow up was attempted, without success. The lead is still in use per manufacturer database. No patient complications have been reported as a result of this event.